Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to field b3: date of event.

Event description:
It was reported that this device was explanted due to product performance issue. Device was replaced. No additional adverse patient effects were reported.